Manufacturer narrative:
The customer reported that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was a defective load cell. The cracked cover and a defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, zoll service personnel noticed a large vertical crack on the top cover unrelated to the reported complaint, likely attributed to user mishandling such as a drop. The top cover needs to be replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that load cell #2 was defective and was replaced to address the ua07 error. The archive data indicated several ua07 error messages on the customer reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua12 (lifeband not present) and ua17 (max motor on time exceeded during active operation) error messages around the reported event date. The observed error messages were cleared based on the archive and were not reproduced during zoll's functional testing. User advisories are clearable error messages; per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. User advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on, and the customer was unable to clear the error. The customer tried to troubleshoot by replacing the lifebands and mannequin; however, the error persisted. No patient involvement.